Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use on a patient, the activation button detached from the handpiece. There was no patient involvement and another device was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: (B)(6) 2017. One (B)(4) ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found the purple activation button had detached from the body of the device. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. Further evaluation determined the root cause of the issue to be related to the design. Corrective actions have been implemented to prevent this issue through enhancements to the design of the button fixture. No patient injuries have been reported with this issue. If information is provided in the future, a supplemental report will be issued.